Event description:
It was reported by the patient that the monitor has no power and is interrupting the phones. A replacement monitor has been ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device will not power up using returned power supply, the device does power up using a known good power supply, but the monitor will not start interrogation. It was also noted that the surge suppressor tested out of specification.